Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported they had an infection and the implantable neurostimulator (ins) replaced (B)(6) 2012. The indication for use was spinal pain. If additional information is received a follow up report will be sent